Event description:
Customer reported a malfunction with the pump, identified by malfunction code 3, that could not be reset. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, confirmed the shipping address, and instructed the customer to put the pump into storage mode before returning it within ten days using the provided pre-paid label. The customer understood and acknowledged the instructions and planned to use an alternative method, mdi, to ensure uninterrupted insulin delivery.